Event description:
It was reported that the swg unraveled during insertion. The event occurred in the uti and the insertion site was the subclavian vein of a male pt (B)(6). Pt had a history of acute renal failure. The swg was removed and a new kit was opened and used to complete the procedure. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). The device will not be returned.